Event description:
During the egd [esophagogastroduodenoscopy], opened an unused standard biopsy forcep, gave it to the physician who thread the forcep into the scope and when the forcep was opened, a tiny piece of (what looked like) metal came out of the end of the forcep/ grasper part. The physician was able to retrieve the whole piece right away and no damage to the patient was done from it.